Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer was hospitalized due to serious case of hyperglycemia. Blood glucose level was unknown. Customer reported that he changed the tank, set and insertion area but the blood sugar did not go down, now on the indication of the hospital, he uses the pens and for now and he removed the insulin pump . Customer reported that the displacement test was done and the insulin pump correctly signals that there was no tank, the insulin pump will not be returned for analysis.